Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application crash. A technical support specialist reinstalled the remote support services and modified the file path to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was unresponsive while on the reboot screen. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.